Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had motor error. The customer¿s blood glucose level was unknown. Insulin pump was also exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had blank display due to corroded battery tube. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test due to blank display. Unable to test for drive or motor anomaly or motor error alarm due to blank display, however, the motor was tested outside of the device and passed. No moisture damage noted on the electronic assembly or on the motor. Using a test battery tube to perform the device trace history download. Device had minor scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, cracked reservoir tube lip and a stained end cap sticker.